Event description:
The customer reported the 9800 system left monitor goes black during fluoro. The system had to be rebooted. Also, intermittently, when selecting mini images from the right monitor, the images on the left monitor also goes black. No pt injury was reported.

Manufacturer narrative:
The service rep performed a single board computer kit replacement, replaced the image processor and hard drive. The rep also performed operation checks to include an image quality test as outlined in the pm procedures. The system operates as intended.